Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Between 2006 and 2008 a total of 19 men and 50 women underwent tea (total elbow arthroplasty) surgery. 3 (4%) of the patients experienced a post-operative infection. All three deep infections were managed by extensive lavage and antibiotic therapy. Article citation: bone joint j 2015; 97-b:681-8. According to dr. (B)(6) the results of this article are only based on the latitude system and not latitude ev. Dr. (B)(6) stated that all cases were asymptomatic and no cases were revised because of the rh. Only one rh case was revised, but only to link the prosthesis, there was no relation to the rh.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.